Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01528. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a repair of bladder and urethra in (B)(6) 2011.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/11/2017. (B)(4). It was reported that the patient underwent pubovaginal sling with autologous rectus fascia on (B)(6) 2012, due to sui. It was reported that the patient underwent abdominal exploration with evacuation of hematoma on (B)(6) 2012, due to abdominal wall hematoma. No additional information was provided.